Event description:
It was reported that the patient developed a hematoma superior to where the ipg was located. The patient was given antibiotics and was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.